Event description:
The customer reported a motor error alarm during the basal rate delivery. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The insulin pump was not exposed to high magnetic fields. The customer later called to report another motor error alarm. Advised the customer that the insulin pump would be replaced due to multiple motor error alarms. The reported blood glucose reading was 373 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display, stuck on the #2 countdown due to a problem with the mother board. The drive support disk was inspected, and no anomaly was noted. Unable to perform the displacement test, operating currents, basic occlusion test, occlusion or excessive no delivery tests due to the frozen screen. Unable to verify the motor error alarm due to the frozen screen. The motor passed the motor test.